Event description:
Additional information received indicated the pump was replaced on (B)(6) 2011 and the pump "needed to be rechanged,¿as the patient ¿had some complications." The patient believed it was 3 months after the (B)(6) 2011 replacement, (B)(6) 2011. Pt states "there was something not right so he changed the whole pump."

Event description:
It was reported that the pump was replaced; believed to be explanted two months post implant due to the pump having a "defect". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient stated that the pump that was put in 2011 (B)(6) had a "defect" or a "mechanism that did not work properly." The healthcare provider (hcp) and nurse knew that it was "not working." The patient experienced pain and never had therapeutic effect from the pump. The patient went back two months after implant and the pump was replaced. The patient stated that their current pump had "worked out very well." The patient stated her current pump was implanted on the left side rather than the right where all of her other pumps were located. There were no records of this pump replacement available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4).